Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
Olympus received the literature titled "endoscope-associated infections: a microbiologist's perspective on current technologies". The article is an overview/meta-analysis of studies published (between 1998 and 2018) regarding microbiological surveillance practices and the variables that may impact culture results: e.g. Recovery of injured microorganisms/bacterial physiology, duration of incubation, sampling medium and method, sample concentration, recovery efficiency, and contamination rates of duodenoscopes (after reprocessing). No specific device/patient information is available. The aim of the study was to get better understanding of the nature of transmissions, and advanced molecular techniques such as polymerase chain reaction (pcr), pulsed-gel electrophoresis, whole genome sequencing {wgs) used. The article does not mention any specific duodenoscopes. This report is being submitted to report the possibility that an olympus duodenoscope could have had a positive culture sometime during the study period.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The subject device has not been returned to olympus and the serial number has not been provided. Therefore, the manufacturing device history records could not be reviewed. However, olympus only ships devices manufactured according to all applicable procedures and mete final product release criteria. The exact cause of the reported event could not be conclusively determined because the subject device was not returned for evaluation.